Manufacturer narrative:
The analyses performed at 18:15, 20:38, 20:56 and 21:14 were judged "positive" with ip messages. The sysmex xn-1000 instructions for use (IFU), chapter 11 - checking detailed analysis information (data browser), section 11.6 - ip messages, details the method in which the analyzer conveys its findings. Results without an error message are categorized as "positive" or "negative" based upon preset criteria, some of which are laboratory-defined. The system bases judgments on comprehensive surveys of numerical data, particle-size distributions, and scattergrams. Flags and messages, communicated through ip messages, indicate the analyzer's findings and notify of possible sample specific abnormalities. Further verification of accurate results is recommended prior to reporting to the clinician. The analyses performed at 17:11, 17:13, 17:58, 18:05 and 20:35 generated the insufficient blood volume (short sample) function error. Chapter 14 - troubleshooting- errors related to blood aspiration, details the probable causes and actions to resolve the error. A probable cause includes a low hgb value. The actions include: check the blood volume and whether the blood has coagulated. If the blood volume is sufficient but there is no coagulation, a low hgb value is possible. Disable the blood aspiration sensor and repeat analysis using manual analysis. The suspect analysis was analyzed in the manual mode. Chapter 9 - analyzing samples, section 9.2.1 - sample types and handling, cautions users to ensure samples are sufficiently mixed prior to analysis. A delay in processing after mixing can lead to the production of erroneous results. In this mode, the sample must be mixed by gentle inversion ten times prior to introducing the sample to the instrument for analysis. When samples are inadequately mixed, red blood cells settle to the bottom of the sample, causing falsely increased hgb results. It is the responsibility of the user to mix samples appropriately prior to patient analysis. The analyzer performed as designed.

Event description:
The user alleged a blood transfusion was delayed approximately three hours due to an erroneously high hemoglobin (hgb) result that was released to the laboratory information system (lis). The sample was analyzed four times in the sampler mode generating the insufficient blood volume (short sample) function error. All complete blood count results were suppressed. The user disabled the blood aspiration sensor as described in the instructions for use manual to troubleshoot the error. The sample was analyzed in manual mode, which generated a hgb result with interpretive program (ip) messages, alerting the user to sample abnormality. The result was released to the lis. Approximately four hours later, a different user reanalyzed the sample and a critical low hgb result was generated. The patient had a sample recollected the same day to verify the result. The analysis of the recollected sample generated a critical low hgb result, and a corrected report was issued. The involved patient was transfused at least four units of blood products the same day; specific blood product and time is unknown. There was no report of harm to the patient due to the transfusion delay.